Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during an unrelated procedure. The lead was tested and normal parameters were noted. The physician elected to cap and replace the lead. The patient was stable afterwards.